Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the device failed to power up due to a power unit failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that the device failed to power up. As reported, the device was used for workshop repair use only. There was no patient involvement, associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty power/converter unit could not be identified. Olympus will continue to monitor field performance for this device.